Event description:
It was reported that the system displayed a 'cine disk not available' error upon boot up. This would prevent the cine function from operating. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive and bridge were replaced, and the sbc kit was installed with software version 3.0. The system was tested and found to be working as intended and returned to service.